Event description:
It was reported on (B)(6) 2012 that the backrest actuator CPR function failed on the enterprise 8000 bed. The CPR function and bed operation using the handset CPR button has no problem. But the clutch at the actuator did not release when the manual CPR handle was pulled. The problem was found during the acceptance test and no patient was on the bed.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh (B)(4) on behalf of the manufacturer arjohuntleigh, a branch of arjo (B)(4). Addition information will be provided following the conclusion of the manufacturer's investigation.